Event description:
X-ray show a fracture in the neck of the corail prosthesis (attached relevant x-ray).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. X-ray analysis (performed by depuy france bioengineer and cpd): from the x-rays, the stem seems to be well positioned. There is a radiolucent line around the acetabular socket. The cup seems to be implanted quite high regarding the radiologic u. The metal liner seems to be positioned incorrectly (bulge on post xrays from 2007). The root cause could not be determined from this analysis. No other analysis was possible because the product was not returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.